Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the implant procedure and before being discharged, atrial lead dislodgement was observed. The lead was explanted and replaced because the length of time of the lead dislodgement was not known. The patient was stable.